Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The left monitor was replaced. The sys operates as intended.

Event description:
The customer reported the images on the left monitor are very dark on the 6800 sys. No pt injury was reported.